Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01215.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using penumbra smart coils (smart coils), a non-penumbra microcatheter, and non-penumbra coils. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted one smart coil and one non-penumbra coil in the target vessel using the microcatheter. While attempting to advance the next two smart coils through the microcatheter, the physician experienced resistance. Therefore, the smart coils were retracted and removed. The procedure was completing using one additional smart coil, ten other coils, and the same microcatheter. There was no report of an adverse effect to the patient.